Event description:
A physician reported a pt who was treated in the forehead and glabella on 4/24/97. Prior to 8/2/97, exact date unknown, the pt developed intermittent swelling and erythema in the forehead and glabella. The physician prescribed oral predisolone on 8/2/97 and 8/16/97 with slight improvement.